Manufacturer narrative:
No reported patient or procedural involvement. Date of event: unknown. Device is an instrument and is not implanted or explanted. Product investigation summary: the following complaint device was received for evaluation: one (1) curved pituitary/up-biting 8mm width (part: 389.849 / lot: a7oa16. Upon visual inspection of the device, it can be seen that the connection between the trigger mechanism and the slide is broken resulting in the complaint description. The balance of the device is in fair condition with signs of wear and tear. A definitive root cause could not be determined; a possible root cause could be normal wear and tear on the device, and/or rough handling over the instrument¿s 9+ year life span. This complaint is confirmed. A visual inspection, drawing review, and design history review were performed as part of this investigation. The returned instrument is one of six curved pituitaries (available with either a soft angle or up-biting tip in the following sizes: 4mm, 6mm, and 8mm) that allow comprehensive removal of disc material/soft tissues during t-plif procedures. The relevant drawing for the instrument was reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed and showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The manufacture of this product/lot was completed under two (2) separate work orders on two (2) separate dates: september 11, 2006 and october 23, 2006. Device history record review: manufacturing location: (B)(4). Manufacturing date(s): september 11, 2006 and october 23, 2006. A review of the two device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the hardness and final product met inspection criteria. All parts from each work order were checked 100% for critical features and function and were found to be conforming. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the jaws of an 8mm curved pituitary/up-biting handle would not open or close following the device re-processing step. The issue was discovered outside of the operating room with no patient or procedural involvement. Upon visual inspection of the returned device, which was conducted on july 19, 2016, it was determined that the connection between the trigger mechanism and the slide was broken. Based upon this information, the complaint was re-assessed and found to represent a reportable incident. This report is 1 of 1 for (B)(4).